Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that her insulin pump was not delivering insulin. Troubleshooting was declined as customer insisted that the device was not delivering the insulin. Advised the caller to discontinue the use of the insulin pump and revert to back up plan until the replacement arrives. No further information was provided.